Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient's pump was in motor stall after cardioversion and had not recovered. There were no reported symptoms. No complications were reported. Additional information was received. It was reported the motor stall did not recover. The serial number of the pump, the implant date of the pump, the date the cardioversion occurred, the date the motor stall occurred, if the patient experienced symptoms, what actions were taken to resolve the stall, and the patient's gender, age, and weight were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The name of the initial reporter was provided.